Event description:
Report received indicated the pt experienced 3 or 4 bleeding skin tears approximately 5 mm in diameter in the six o'clock position under the mass when removing the device. Pt prepared area with water and cavilon no-sting barrier film. Pt reports that device was too large due to reduction of swelling in stoma. Advised to use eakin seals to fill gaps in coverage and adhesive remover. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The retain sample was examined. Components were present, assembled properly and consistent with product specifications requirements. There was no evidence of any manufacturing defect. Components used were approved for use.